Event description:
It was reported that during the percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the right iliac artery. A 3.0mm x 60/135 (4f) sterling mr balloon catheter was advanced to the target lesion. Upon the 1st inflation to 10atms, the balloon ruptured. The device was successfully removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at the time of the event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).